Manufacturer narrative:
The reported event was unable to be confirmed without provided medical records or imagery. A review of DHR provided no indication that a manufacturing nonconformance would have contributed to the complaint event. A review of IFU training materials revealed no deficiencies. During the manufacturing process, all sapien 3 ultra resilia valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, regarding a 26mm sapien 3 ultra resilia valve in the native aortic position via transfemoral approach. After implant we noted central ai on tte as well as angio. Adjusted the wire and no improvement. Removed the wire to make sure the wire was not pinning a leaflet, and this did not resolve the ai. Crossed the valve with a pigtail catheter in an attempt to ensure the leaflets were not pinned up. This did not resolve the issue. Since there was also mild pvl, the decision was made to post dilate with an additional 1.5cc volume to the commander delivery system balloon. After post dilation the central ai was worse, and a tee probe was placed which confirmed the severe central ai. At that point it was decided the valve leaflets were not functioning and a second 26mm sapien 3 ultra resilia valve was placed inside the first valve. After deployment of the 2nd valve there was no ai or pvl. Patient was stable throughout, no patient harm. Was sent to recovery in stable condition. Per the instructions for use (IFU), central regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to central regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. Per reported, central regurgitation was noticed during the initial valve deployment, and it was getting worse after the post-dilation. In addition, noted that the valve was deployed within a bicuspid native valve, which was non-circular in shape and challenging for valve deployment. In this case, the valve could initially under expanded due to non-circular shape of bicuspid native valve, which could lead to suboptimal leaflets coaptation, resulting in initial central regurgitation. The further post-dilation with additional volume (plus 1.5 cc) led to over expanded valve, which could over stretch on the leaflets resulted in further severe central regurgitation. As such, available information suggests that patient factors (bicuspid native valve) and/or procedural factors (post-dilation) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by an edwards lifesciences affiliate, regarding a 26mm sapien 3 ultra resilia valve in the native aortic position via transfemoral approach. After implant we noted central ai on tte as well as angio. Adjusted the wire and no improvement. Removed the wire to make sure the wire was not pinning a leaflet and this did not resolve the ai. Crossed the valve with a pigtail catheter in an attempt to ensure the leaflets were not pinned up. This did not resolve the issue. Since there was also mild pvl, the decision was made to post dilate with an additional 1.5cc volume to the commander delivery system balloon. After post dilation the central ai was worse and a tee probe was placed which confirmed the severe central ai. At that point it was decided the valve leaflets were not functioning and a second 26mm sapien 3 ultra resilia valve was placed inside the first valve. After deployment of the 2nd valve there was no ai or pvl. Patient was stable throughout, no patient harm.

Manufacturer narrative:
Investigation is underway.